Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. Multiple patients were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. Possible models could include capsure vdd,capsure vddz. Without the specific model number(s), it is not possible to assure the specific product correction number referenced in the article is listed in this report. Since no device ID was provided, it is unknown if this event has been previously reported. The gender of the baseline characteristics is male and the baseline age is 70 years old. Request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: safety and effectiveness of single-lead vdd pacing. Rev esp cardiol 2006;59(9):897-904.

Event description:
A journal article was reviewed which contained information regarding implantable pacing leads. Multiple patients and multiple manufacturers were noted in the article; however, a one to one correlation could not be made with unique device serial numbers. The article reports atrial undersensing requiring intervention. This included reprogramming of the device. Unacceptable atrial thresholds were also noted for some patients during the initial implant procedure. Patient symptoms requiring intervention included uncontrollable tachyarrhythmias. The status of the leads is unknown. Further follow up did not yet yield any additional information. No further patient complications have been reported as a result of this event.